Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: cook was notified that bilateral zenith flex with spiral-z technology aaa endovascular graft iliac legs had thrombosed. The patient underwent a nonelective branched endovascular aortic repair (bevar) procedure on (B)(6) 2025 due to a rupture. During the fevar procedure the patient had the following cook grafts implanted: custom-made device (cmd) from william cook australia, zenith fenestrated graft, rpn: fen-thoraco-abdominal-side-branch-lp left common iliac artery: cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-122-zt) was placed on the patient's left. Right common iliac artery: cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt) was placed on the patient's right. Right iliac artery: a competitor¿s device was implanted on the patient¿s right. Celiac artery: a competitor's stent measuring 8 mm in diameter and 79 mm in length was placed. Celiac artery: a competitor's stent measuring 9 mm in diameter and 38 mm in length was placed. Superior mesenteric artery (sma): a competitor's stent measuring 8 mm in diameter and 100 mm length was placed. Superior mesenteric artery (sma): a competitor's stent measuring 9 mm in diameter and 57 mm length was placed. Right renal artery: a competitor's stent measuring 6 mm in diameter and 59 mm in length was placed. Right renal artery: a competitor's stent measuring 7 mm in diameter and 38 mm in length was placed. Left renal artery: a competitor's stent measuring 7 mm in diameter and 59 mm in length was placed. Left renal artery: a competitor's stent measuring 6 mm in diameter and 59 mm in length was placed. Procedural imaging (angiogram) was completed on (B)(6) 2025. All stent grafts and intended side branch stents were patent and intact at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. A type IV endoleak was identified. The patient was transferred to the intensive care unit (ICU) where he stayed three nights. The patient experienced cardiac arrhythmia, that occurred on (B)(6) 2025, post procedure and the patient recovered/stabilized without sequelae the same day. Medical observation was completed. The patient experienced transient right leg weakness, that occurred on (B)(6) 2025, post procedure. The event was treated with a change in medications. The patient recovered/stabilized without sequelae the same day. The event was considered to the branched endovascular aortic repair (bevar) procedure. The event resulted in a serious deterioration of health and the patient¿s hospitalization was prolonged. On (B)(6) 2025, eight days post procedure, a type ii endoleak was identified. No treatment was performed to address the endoleak. The event was considered to be possibly related to the procedure, branched endovascular aortic repair (bevar) procedure and the main aortic custom-made device. No serious deterioration in health resulted from the type ii endoleak. The type ii endoleak was indicated to be a ¿known manifestation of disease progression.¿ on (B)(6) 2025, thirteen days post procedure a cecal adenocarcinoma was treated with a right hemicolectomy with complete mesocolic excision (cme) and cholecystectomy was completed. This event was not considered related to the procedure, device, device deficiency, or the treated disease. It was considered related to a pre-existing condition, an underlying colorectal neoplasm. The condition remained unresolved and was not treated. This event led to serious deterioration in health that resulted in prolonged hospitalization. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, fourteen days post procedure occlusions of the left iliac artery, right iliac artery and fifth viscerorenal were identified. Treatments included medical observation, antibiotic administration, blood transfusion, and systemic heparin administration with activated clotting time (act) monitoring. Thrombosis/occlusion of the iliac components and distal main body landing zone. A secondary intervention was completed on (B)(6) 2025, this was 15 days post index procedure. The patient was exhibiting sensorimotor deficit and acute bilateral leg ischemia. Surgical intervention was required and bilateral iliac thrombectomy, patch angioplasty, and bilateral fasciotomy procedures were performed. The event was resolved on 19aug2025 and the patient had fasciotomy wounds. The patient died on (B)(6) 2025. The cause of death was septic shock due to acute colonic bleeding after the right hemicolectomy for cecal carcinoma. The cause of death was determined by in hospital evaluation, attending physician¿s report, and a death certificate. The cause of death was related to a pre-existing condition prior to the procedure, comorbidity diagnosed after the procedure, and complications of the procedure. The focus of this report is the occlusion of the zsle-13-122-zt placed on the left and required a bilateral iliac thrombectomy, patch angioplasty, and bilateral fasciotomy procedures. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, imaging was provided for the investigation. The imaging was reviewed by a vascular surgeon. The imaging provided was restricted and cut off at the l45 vertebrae, so the iliac occlusions could not be confirmed as the imaging provided did not extend to the iliac arteries. The reviewer was provided additional patient event information and concluded "the patient had a large malignancy and underwent a right hemicolectomy and cholecystectomy for the tumor but had acute colonic bleeding as a complication of that bowel surgery. It was that which put the patient into shock which led to death.¿ the reviewer speculated that the iliac thrombosis/occlusions may well have been precipitated by the malignancy and that cancers of most types are associated with increased risk of thrombosis. The reviewer stated a newly implanted endovascular graft would have been vulnerable to thrombosis in the case of a cecal malignancy. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformance's relevant to the failure mode. It should be noted that this device is supplied via a one-device lot. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions. 4.1 general. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up. Zenith spiral-z iliac artery distal fixation sire greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the leg graft. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia. 4.5 implant procedure. Inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. Excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. 5.2 potential adverse events. Adverse events that may occur and/or require intervention include, but are not limited to: death. Endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component/ suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; perigraft flow; and corrosion. Graft or native vessel occlusion. Surgical conversion to open repair. 7.1 individualization of treatment. The risks and benefits should be carefully considered for each patient before use of the zenith spiral-z aaa iliac leg. Additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy. Co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity). Patient¿s suitability for open surgical repair. Patient¿s anatomical suitability for endovascular repair. The risk of aneurysm rupture compared to the risk of treatment with zenith spiral-z aaa iliac leg. Patient¿s ability to tolerate general, regional or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. Zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall). Freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 8 patient counseling information. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 11.1.4 contralateral iliac leg placement and deployment. 3. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until at least one stent of the iliac leg graft overlaps with the main body and not past the radiopaque marker band positioned 30 mm from the proximal end of the iliac leg graft inside the contralateral limb of the main body. If there is any tendency for the main body graft to move during this maneuver, hold it in position by stabilizing the gray positioner on the ipsilateral side. Note: a radiopaque marker band is positioned 30 mm from the proximal end of the iliac leg graft to identify the maximum amount of overlap. Note: if difficulty is encountered advancing the iliac leg delivery system, exchange to a more supportive wire guide. In tortuous vessels the anatomy may alter significantly with the introduction of the rigid wires and sheath systems. 12.1 general. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. Based on the information provided, no product returned, and the results of the investigation, a definitive root cause could not be established. It was reported that the patient was diagnosed with a cecal malignancy. This may have put the patient in a hypercoagulable state, but without further information this can not be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
Cook was notified that an occlusion on the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the patient¿s left occurred. A pre-procedural computed tomography (CT) scan with contrast imaging was completed on (B)(6) 2025. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. All the arteries mentioned were patent and stenosis greater than 50% was identified. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right common iliac artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The bilateral common iliac and internal iliac arteries were patent. The left and right vertebral arteries were patent. The aortic valve was native, and the aortic arch was not a bovine configuration. The maximum diameter of the diseased aorta on centerline was 100 mm the intended proximal seal was zone 5: mid descending aorta to celiac the left intended distal landing zone was zone 11: external iliac artery on the right and left. Pre-procedure clinical assessment was completed on (B)(6), the same day as the procedure. The primary indication was aortic degenerative aneurysm, abdominal aortic aneurysm (aaa), juxtarenal neck less than 10 mm. The patient underwent a procedure on (B)(6) 2025 under general anesthesia. The patient was prescribed acetylsalicylic acid (asa), antiplatelet medication therapy at the time of the procedure. The procedure was considered non-elective, due to a rupture. Percutaneous access was achieved in the right and left femoral arteries. During the procedure, the patient had the following devices placed: a custom-made device (cmd) from william cook australia, zenith fenestrated graft, rpn: fen-thoraco-abdominal-side-branch-lp was placed. The device was planned for the patient. Technical difficulty in the delivery and deployment of the fen-thoraco-abdominal-side-branch-lp cmd device was experienced. Malrotation of the graft approximately one hour clockwise was experienced due to misloading of the graft. The delivery and deployment of the cmd device was considered successful. Left common iliac artery: cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-122-zt) was placed on the patient's left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Right common iliac artery: cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt) was placed on the patient's right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Right iliac artery: a competitor¿s device was implanted on the patient¿s right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Left iliac artery: a competitor¿s device was implanted on the patient¿s left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Celiac artery: a competitor's stent measuring 8 mm in diameter and 79 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Celiac artery: a competitor's stent measuring 9 mm in diameter and 38 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Superior mesenteric artery (sma): a competitor's stent measuring 8 mm in diameter and 100 mm length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was relined with a bare metal stent. The covered stent was not extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stent patency was maintained with normal end artery perfusion superior mesenteric artery (sma): a competitor's stent measuring 9 mm in diameter and 57 mm length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stent patency was maintained with normal end artery perfusion. Right renal artery: a competitor's stent measuring 6 mm in diameter and 59 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Right renal artery: a competitor's stent measuring 7 mm in diameter and 38 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Left renal artery: a competitor's stent measuring 7 mm in diameter and 59 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Left renal artery: a competitor's stent measuring 6 mm in diameter and 59 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. An endovascular iliac conduit was not performed at the time of the procedure. Side branch catheterization and placement of all bridging stents was successful. No additional procedures were performed during the custom-made device (cmd) procedure. Total contrast volume used during the procedure: 140 ml contrast dose: 2 ml/kg fluoroscopy time: 89 minutes total gray used: 4852 mgy total dose area product: 545 cgy*cm2 fusion was used during the procedure. The estimated blood loss during the procedure was 500 ml the patient was given 560 ml of packed red blood cells during the procedure. Cardiac output reduction nor carbon dioxide flushing were used. The proximal seal zone was the native aorta. No neuromonitoring was used during the procedure. Procedural time (24-hour clock): time arrives in room: 18:21 time of first incision or arterial puncture: 18:42 time of last access closure: 22:38 duration of procedure (from first incision to last access closure): 236 minutes. Procedural imaging (angiogram) was completed on (B)(6) 2025. All stent grafts and intended side branch stents were patent and intact at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. A type IV endoleak was identified. The patient did not have any significant medical problems or complications during the procedure. The patient was extubated in the operating room. The patient was not reintubated and did not require a tracheostomy. A spinal drain was not placed. The patient was transferred to the intensive care unit (ICU) where he stayed three nights. The patient experienced cardiac arrhythmia, that occurred on (B)(6) 2025, post procedure and the patient recovered/stabilized without sequelae the same day. Medical observation was completed. The patient experienced transient right leg weakness, that occurred on (B)(6) 2025, post procedure. The event was treated with a change in medications. The patient recovered/stabilized without sequelae the same day. The event was considered to the branched endovascular aortic repair (bevar) procedure. The event resulted in a serious deterioration of health and the patient¿s hospitalization was prolonged. On (B)(6) 2025, eight days post procedure, a type ii endoleak was identified. No treatment was performed to address the endoleak. The event was considered to be possibly related to the procedure, branched endovascular aortic repair (bevar) procedure and the main aortic custom-made device. No serious deterioration in health resulted from the type ii endoleak. The type ii endoleak was indicated to be a ¿known manifestation of disease progression.¿ a one month follow up clinical assessment was completed on (B)(6) 2025, thirteen days post procedure. The left and right ankle brachial index was not assessed. Follow up imaging in the form of a computed tomography (CT) scan with contrast was completed. Blood tests were not completed during the visit. On (B)(6) 2025, thirteen days post procedure a cecal adenocarcinoma was treated with a right hemicolectomy with complete mesocolic excision (cme) and cholecystectomy was completed. This event was not considered related to the procedure, device, device deficiency, or the treated disease. It was considered related to a pre-existing condition, an underlying colorectal neoplasm. The condition remained unresolved and was not treated. This event led to serious deterioration in health that resulted in prolonged hospitalization. The lab values were as follows: highest creatinine during the index hospitalization was 1.29 mg/dl glomerular filtration rate (gfr) on discharge: 62 ml/min/1.73m^2 lowest hematocrit during index hospitalization 26.1% hematocrit on discharge 29.9 % highest wbc count during index hospitalization: 20.9 10^9l lowest platelets during hospitalization 87 count x1000/ml. The patient was given two units of packed red blood cells during the operation or during hospitalization. The patient was not discharged on supplemental oxygen. At discharge, the patient was prescribed acetylsalicylic acid (asa). The patient was discharged home on (B)(6) 2025. A review of follow up imaging (CT with contrast) was completed on (B)(6) 2025, fourteen days post procedure. No stenosis greater than 50% or occlusion was present in the celiac artery, sma, right renal artery, or left renal artery was present. Occlusion of the right common iliac artery and the distal main body landing in the left common iliac artery was identified. No endoleaks were present. No evidence of stent graft integrity issues was identified. All intended side branch grafts were intact. All grafts were patent. On (B)(6) 2025, fourteen days post procedure occlusions of the left iliac artery, right iliac artery and fifth viscerorenal were identified. Treatments included medical observation, antibiotic administration, blood transfusion, and systemic heparin administration with activated clotting time (act) monitoring. Thrombosis/occlusion of the iliac components and distal main body landing zone. This event led to a serious deterioration in health, life threatening illness or injury, permanent impairment of body structure or function and inpatient hospitalization. A secondary intervention was completed on (B)(6) 2025, this was 15 days post index procedure. The patient was exhibiting sensorimotor deficit and acute bilateral leg ischemia. Surgical intervention was required and bilateral iliac thrombectomy, patch angioplasty, and bilateral fasciotomy procedures were performed. The event was resolved on (B)(6) 2025 and the patient had fasciotomy wounds. The patient died on (B)(6) 2025. The cause of death was septic shock due to acute colonic bleeding after the right hemicolectomy for cecal carcinoma. The cause of death was determined by in hospital evaluation, attending physician¿s report, and a death certificate. The cause of death was related to a pre-existing condition prior to the procedure, comorbidity diagnosed after the procedure, and complications of the procedure. The focus of this report is the occlusion of the zsle-13-122-zt placed on the left and required a bilateral iliac thrombectomy, patch angioplasty, and bilateral fasciotomy procedures.

Manufacturer narrative:
. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.